Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4) alleging a onetouch verio meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. The test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The patient also returned test strip vial lot# 3335056. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.